Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels between 32-36 mg/dl. Cause of low bg was due to inaccurately estimating carbohydrates when delivering boluses for food consumed. In addition, low bg was also attributed to needing settings adjustments. Customer required husband's assistance to treat low bg's. On one occasion, husband administered glucagon, and in the other provided an orange to supplement other carbohydrates that customer consumed. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.